Event description:
It was reported that during a "ptcra" procedure resistance was met when activating a 2.0mm burr inside the guiding catheter, which had a kink, and resulted in cutting through the guiding catheter. Reportedly, this was discovered upon removal, and no pt injury was associated with this event.